Event description:
It was reported that during a focal cryoablation procedure using the freezor catheter, an atrioventricular (av) block occurred. A few hours after the procedure, dissociation between the atria and ventricles still persisted, and the patient had not recovered. The procedure was aborted while the patient was under general anesthesia. Two weeks after the procedure, dissociation between the atria and ventricles was still present. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.